Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system yellow alarm was missed due to the system configuration. The fse solved the customer issue by activating the extreme alarm on the configuration mood. The philips field service engineer (fse) confirmed the customer's device issue and resolved the customer issue by activating the extreme alarm on the configuration mood in the system.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that a system yellow alarm was missed. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.